Event description:
Rn ordered to remove cbi and indwelling urinary catheter. When attempting to deflate the balloon, no fluid was present in the balloon. Carefully the catheter was pulled and the catheter was found to have a balloon rupture. FDA safety report ID #: (B)(4).